Event description:
It was reported that the device recorded an episode that was determined to be noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - interference/noise: programmer s2d file (B)(4), shows various noise in egm data in 10 - fvt episodes on (B)(4) 2012 in the timeframe between 11:29:30 and 12:25:38.